Manufacturer narrative:
Correction: d9

Manufacturer narrative:
Correction: d9

Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
The reported event of long charge time was confirmed. A review of the device image showed that the device timed out during capacitor maintenance. The high voltage capacitors were analyzed, and internal damage to one of the capacitors was found. The damaged high voltage capacitor caused the extended charge time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Review of merlin.net transmission revealed, the implantable cardioverter defibrillator had a long charge time. The patient then presented in clinic, where long charge was confirmed during a manual capacitor maintenance. The device was explanted and replaced on (B)(6) 2020. The patient was in stable condition.